Manufacturer narrative:
The investigation into this complaint has been completed. The replaced o2 gas module has been investigated. The reported hissing sound was reproduced when the the o2 module was pressurized during pre-use check. The sound was gas escape from the o2 module. The cause was the high pressure transducer on the printed circuit board inside the gas module that was faulty. A leakage inside the high pressure transducer was found. The chip inside the pressure transducer had loosened due to a broken bonding. The cause of the breakage has not been determined. The high pressure transducer measures the incoming supply pressure and is part of the flow regulation in the gas module. This failure of the high pressure transducer leads to falsely measured incoming supply pressure leading to inaccurate gas flow regulation and gas concentration. This failure will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. During ventilation the falsely measures gas supply pressure is compensated and results to lower than set supplied gas flow to the patient.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the o2 module of the ventilator was generating a hissing sound. The patient involvement is unknown. Manufacturer ref. #: (B)(4).